Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1768000). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a reciproc files 4x broke during use. The broken part remains in the root canal. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received: device returned. Summary: the returned reciproc file r25 8/100 25mm 025 is broken at the tip of the active part (mixed conditions torque + fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1768000). Root causes are not identified. We will track this kind of event and monitor the trend. This is a follow up report for this additional information.